Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: risk management g4 ¿ PMA/510(k) #: pre-amendment this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective normal functioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the white hub of the black catheter included in the liver access and biopsy set detached during biopsy procedure. The white hub of the catheter detached from black part when the physician attempted to advance the outer catheter into position for the biopsy. This occurred again when a second new catheter was used. In the first catheter, the distal end of the black inner catheter sheared off inside the blue outer catheter during an attempt to remove it along the wire. The distal end remained inside the blue outer catheter and compromised the ability to obtain samples. It was also reported that there was no harm to the patient and procedure was completed successfully. This report captures hub detachment from the straight black catheter. Tip separation from the straight black catheter is referenced in a report with the patient identifier: (B)(6).

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the white hub of the black catheter included in the liver access and biopsy set detached during biopsy procedure. The white hub of the catheter detached from black part when the physician attempted to advance the outer catheter into position for the biopsy. This occurred again when a second new catheter was used. In the first catheter, the distal end of the black inner catheter sheared off inside the blue outer catheter during an attempt to remove it along the wire. The distal end remained inside the blue outer catheter and compromised the ability to obtain samples. It was also reported that there was no harm to the patient and procedure was completed successfully. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), as well as visual inspection and dimensional verification of the returned product, were conducted during the investigation. One used set was received along with a second black catheter. Both of the black catheters were pulled free from both hubs. No material remained in the hubs. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to address the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformance's that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [t_labs_rev7] ¿liver access and biopsy set,¿ provides the following information to the user related to the reported failure mode: ¿warnings": extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart. Insertion through a synthetic vascular graft should be avoided whenever possible. Instructions for use: introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selected hepatic vein. When introducing these components as a preassembled set, the included straight catheter may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage.¿ evidence gathered upon review of the dmr, product IFU, DHR, and device failure analysis, there is no indication the complaint devices were manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that force was exerted on the catheters during advancement, resulting in the flares pulling free from the hubs. However, cook cannot confirm this without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.